Event description:
A 41 year old female pt reports she had an intrauterine device inserted in 1980 or 1981. States she had it removed 6 years later due to heavy menstrual flow and cramps. After removal she continued to have heavy menstrual bleeding and subsequently had a d & c (date unk). States the condition continued and she had a hysterectomy on 10/11/96. Following surgery she was informed she had fibroids in the uterus and some cysts.